Event description:
The patient contacted animas on (B)(6) 2012 reporting that about one month ago, the ok keypad button was intermittently unresponsive and required several hard presses to elicit a response. The patient stated that the ok symbol was worn. The pump was not exposed to water. The patient reportedly wore the pump on a belt and cleaned the pump with a dry eyeglass cloth. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): testing confirmed all buttons were intermittently when pressed. The keypad was intact and was removed or investigation contamination around all button contacts was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.